Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the vitrector stop cutting during vitrectomy surgery. The procedure was completed after used same probe with lower the cut rate. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe, with tip protector was received for the report. The sample was visually inspected and found to be nonconforming with clear foreign material on the port face, inside the port and orange/brown foreign material on the body needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and conforming for cut. The probe engine was disassembled, and the components inspected. Rear housing o-rings (top and bottom) - shiny/wet diaphragm, spacer, and top and bottom rear o-rings are all intact. Excessive adhesive exceeding the specification for length at diaphragm/extension bonded area. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified: excessive adhesive on the extension/diaphragm. The returned sample met specifications; however, non-conformance record has been initiated related to the excessive adhesive on the extension/diaphragm. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.